Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 4.1 inr. The patient's warfarin dose was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.